Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the battery cap could not be tightened to the pump and was stuck. A test battery cap could be tightened and removed with no issues.

Manufacturer narrative:
Follow-up #2 date of submission 09/28/2016-correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.